Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock impedance measurements above 125 ohms. A review of the memory of the associated device showed non sustained episodes recorded due to noise oversensing. The noise was reproduced and the pacing impedance measurements increased to above 2,000 ohms when the pocket was manipulated. A revision was performed and there was no signs of a lead fracture on the x-ray, but it was noted that the lead had a different loop from the suture sleeve to the header when comparing the lead position to the x-ray taken one day post-implant. The rv lead was disconnected from the device and measurements were performed on the pacing system analyzer (psa). Only noise was detectable; no lead measurements could be obtained. When the physician initially tried retracting the helix to explant the lead, the helix was not operating. Both the connector tool and a regular torque tool were used but the helix would not retract. The rv lead was able to be extracted without complications to the patient and successfully replaced. No adverse patient effects were reported. The explanted rv lead will be returned for laboratory analysis. After the procedure, another review of the x-rays/fluoroscopy images did reveal a fracture on the proximal end of the lead, approximately 2 centimeters from the terminal pin. The lead was inspected and the fracture was visibly noticeable when the physician gently pulled on the lead.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. A setscrew mark was noted in the lead¿s terminal pin in the correct location. Visual inspection noted that the lead body had a bend from the distal end of the terminal boot. The suture sleeve was still tied-down on the lead body approximately 75-100 mm from the terminal pin; most likely the original location during implant. It was noted that the outer insulation was pulled back at the proximal end of the distal shocking electrode; however, this was most likely induced at implant. In addition, the helix was full extended and there was dried blood and tissue on the helix and around the base. The helix mechanism was tested and found to be nonfunctional. Resistance tests were completed to assess lead electrical performance and the measurements throughout these tests were out of range. An x-ray was taken of the lead and revealed that the distal high voltage cable was fractured approximately 26.3 mm from the lead¿s terminal pin. The fracture is located where the lead¿s terminal boot would be flush against the device header. There were no obvious signs of abrasion or wear observed on the terminal boot at the fracture site. Laboratory analysis confirmed that the out of range impedance measurements and noise were a result of a fracture of the high voltage distal cable. In addition, analysis determined that body fluid and/or tissue inside the helix housing caused the irregularity in helix function.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.